Event description:
The initial reporter alleged false reactive results for one patient sample tested with the hbsag g2 elecsys e2g 300 v2 assay on the cobas pure e 402 analytical unit. On (B)(6) 2024, the sample was tested using the hbsag g2 elecsys e2g 300 v2 assay and generated a result of >4000 coi (reactive). Additional testing of the same sample on the same day included elecsys hbeag, which was non-reactive, and elecsys anti-hbc, which was also non-reactive. Testing with the abbott hbsag assay yielded a non-reactive result. On (B)(6) 2024, the sample was re-tested after being frozen, and the initial reactive result confirmed. No confirmatory testing was performed to validate or refute the reactive result.

Manufacturer narrative:
The reported event occurred on a cobas pure e 402 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. The investigation was limited due to the unavailability of calibration and quality control data. The root cause was attributed to a sample-specific discrepancy. No confirmatory testing was performed to validate the reactive result obtained with the elecsys hbsag ii assay. The customer was advised to perform hbsag confirmatory testing to further evaluate the sample. The device remains in operation at the customer site.